Manufacturer narrative:
E1 - initial reporter address 1: jianggan district, no. 9 street device evaluated by MFR: only the main coil was received for product analysis. Visual inspection revealed that the main coil was stretched and bent and detached at the coil arm section. No further damage or issues were observed during visual inspection. The functional test could not be performed as only the main coil was returned. Dimensional inspection of the main coil was performed and revealed that it is within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil was stretched after withdrawal. A 10mm x 40cm interlock-35 coil was selected for a right renal artery embolization. During the procedure, the physician advanced a 5f catheter into the lesion and then inserted the interlock. There was obvious resistance when releasing this third coil. The coil could not be advanced anymore approximately 2-3cm inside the catheter. The coil withdrawn and noted to be stretched. The procedure was completed with another of the same device. There were no patient complications. The patient was stable post procedure. However, device analysis revealed the main coil was detached at the coil arm section.